Manufacturer narrative:
The device involved in the incident was not returned for evaluation. No photographs were provided. The contract manufacturer conducted a review of the manufacturing records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and in use with no issues for close to one month prior to the reported event. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warnings: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Do not clamp the dual lumen portion of the catheter. Clamp only the extensions. Do not use serrated forceps, use only the in-line clamps provided. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter. Do not clamp over guidewire or stylet - tubing may become damaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hole noted in lumen of hemocath on arrival to dialysis unit when taking bloods from the lumen. Line clamped. Patient admitted for prophylactic antibiotics and central line exchange under general anesthetic. Delayed dialysis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.